Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262022. Our records show that this is the second instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However, with the sample provided, our engineers were unable to replicate the reported event; the device was free of leaks and performing as expected under the expected product limits. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 22ga x 0.75in 0.9mm x 19mm experienced leakage during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 22ga x 0.75in 0.9mm x 19mm experienced leakage during use.